Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a patient received an aortic valve replacement. The manufacturer was notified that two valves, a carbomedics standard a5-025 sn # (B)(4), mechanical valve and a carbomedics standard a5-025 sn # (B)(4), mechanical valve were implanted on the same day at same implant position, but no indication of which one was implanted successfully was received.

Event description:
On (B)(6) 2018 a patient received an aortic valve replacement. It was reported that a carbomedics standard a5-025 was made unsterile during the procedure and was not implanted. A new carbomedics standard was opened and implanted. No device deficiency was identified.

Manufacturer narrative:
Based on the information provided, there was no issue with the involved device. The device was made unsterile due to procedural error. The event is not valve related and no further investigation is required.